Manufacturer narrative:
Analysis of the pump on 2014-feb-14 revealed a low battery reset of an undetermined cause. Analysis noted that the pump memory logs showed that the pump had suffered a low battery reset in the field. Battery resistance test showed a battery resistance of 289 ohms which is under the 317-ohm spec. Considering this passing resistance, the pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found, none was found. As per the logs, the pump administered lioresal with concentration 2000.0 mcg/ml. If information is provided in the future, a supplemental report will be issued.

Event description:
A pump was returned to the manufacturer from an unknown source regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for cerebral palsy and intractable spasticity. No further information was provided. No patient symptom was reported. No further patient complications have been reported as a result of this event.